Manufacturer narrative:
Batch review performed on 19 december 2019: lot 173672: (B)(4) items manufactured and released on 06-oct-2017. Expiration date: 2022-09-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with another similar reported event.

Event description:
The patient came in complaining of pain due to an aseptic loosening of the tibial tray. The surgeon revised the tibial tray and poly almost 1 years and 11 months after primary. The surgery was completed successfully.